Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and an unknown mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with anterior/posterior colporrhaphy, enterocele repair, uterosacral colpopexy, vaginal paravaginal repair and cystourethroscopy due to recurrent cystocele, rectocele, enterocele, vaginal vault descensus and incomplete bladder emptying due to relative bladder neck obstruction. It was reported the patient experienced pain, extrusion, infection, urinary problems, bleeding, and dyspareunia. It was reported the patient underwent revision of vaginal mesh prosthesis, relaxing perineoplasty, cystourethroscopy on (B)(6) 2013 due to vaginal mesh extrusion and dyspareunia.

Manufacturer narrative:
(B)(4). It has been reported that following insertion the patient experienced urinary urgency, urinary frequency, vaginal discharge and urinary tract infection. It was reported that the patient underwent revision of vaginal mesh prosthesis, relaxing perinoeplasty and cystourethroscopy on (B)(6) 2013 by (B)(6) due to vaginal mesh extrusion and dyspareunia.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and tvt was implanted.